Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. The reported patient effect of hypersensitivity is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effect and the relationship to the device, if any, could not be determined. The starclose se instructions for use states that the starclose se vascular closure system is contraindicated for use in patients with known hypersensitivity to nickel-titanium.

Event description:
It was reported that after percutaneous transluminal angioplasty of the right limb and a diagnostic angiogram of the left limb, arteriotomy closure of the right and left common femoral arteries was achieved using two starclose se devices. The starclose se device clips, which are manufactured using nickel-titanium, were implanted to achieve hemostasis. The patient reported she has a hypersensitivity to nickel, although nickel allergy testing has not been performed. The physician questioned the patient prior to the procedure if she had any allergies but the patient forgot to inform him of her hypersensitivity to nickel. The patient remains asymptomatic; therefore, no treatment was given and the physician will monitor the sites for any signs or symptoms of reactions to nickel. Both starclose se devices were deployed uneventfully and both achieved hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(6). Use in a patient with nickel hypersensitivity. The starclose se instructions for use state under contraindications that the starclose se vascular closure system is contraindicated for the use in patients with hypersensitivity to nickel-titanium. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.